Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform. Product ID a820 serial# unknown product type software. Product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that since september, the communicator was not holding a charge and it took a long time to connect to the pump. The first communicator they had would last all day long with one charge, but the current communicator did not hold a charge. Agent walked them through clearing the data in the myptm app. They had 2 hours before they could get another bolus and would try to bolus at that time. They mentioned a high battery usage detection notification in the settings tab. Additional information was received from a consumer reporting that the cause of the communicator not holding a charge was the phone had never been backed up and there was so much information in it that it was not allowing the connector to connect. The steps that were taken to resolve the issue was that the phone was cleared of backed up information and the communicator connected immediately as it did when they first had the device implanted.